Event description:
It was reported that a user accidentally skipped the fill tubing step during an infusion set and cartridge supply change on the ilet bionic pancreas and was uncertain how to return to that step; an agent guided the user to restart the supply change workflow, perform a rewind, and proceed to fill the tubing, after which the supply change was successfully completed. Symptoms included no reported adverse physiological effects and no changes in blood glucose. Outcomes included resolution of the use difficulty without alarms, alerts, or medical intervention. Investigation included customer support troubleshooting and user education focused on correct supply change steps. Investigation of this case revealed user error related to workflow navigation during the supply change, with no device malfunction and no component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was user handling error mitigated through troubleshooting and education.